Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracks in the case on the battery tube side one of which starts at the left belt clip rail and the other which runs horizontally across about where the bottom of the battery compartment is located, cracked middle (enter) keypad button. The pump was received without a battery cap. Unable to confirm / not confirm if the battery cap contact is missing/damaged. The pump passed the sleep current measurement, active current measurement, and self tests. Battery failed alerts did appear unexpectedly during testing but were fixed when the battery sleeve was pushed upwards. Thump software was utilized and uploaded trace/history files properly. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of battery failed alarms was confirmed during testing. The cracks in the case lead to a loose connection between the battery cap contact and the battery sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information which was received is provided in sections b5, h7 and h9 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report. It was reported to medtronic minimed that the customer experienced failed batt test, battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported receiving battery failed alarm. Customer reported that battery cap contacts are damaged. Customer called back after receiving a repl batt cap. Customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.